Event description:
The service report shows that the audible alarm was very low and unadjustable. The nellcor puritan-bennett customer support engineer (npb cse) during his preventative maintenance verified the audible alarm was low and unadjustable. The npb cse inspected the device and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.